Event description:
The customer reported the following via medwatch, "emergency room pt had heparin lock in place, clamped off for transport to x-ray; blood pressure was being monitored with nibp. Pt was sent to x-ray. Upon return to ER, family member connected nibp into hep lock. Nurse came into the room and noticed the error; nurse then connected nibp to cuff. Note that intravenous line has a female leur lock connection. Nibp has male connector perfectly compatible. No pt complications resulted. Clinical engineering did 100% inspection of all nibp's and conventional sphygmomanometers, plus automatic tourniquets to identify all similar capabilities. Fittings were changed."